Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient had pocket soreness and pain at the ipg site. Surgical intervention occurred and the ipg was explanted and replaced.

Manufacturer narrative:
The reported observation of ¿ipg pocket revision, ipg pocket soreness and pain¿ was not confirmed. A visual inspection of the ipg did not identify any anomalies that would contribute to the reported event. The root cause of the observation could not be ascertained. After recovering the device, it was subjected to ate testing and passed all test steps. The ate specifically tests the ipg outputs and lead impedances on each electrode and can connection. No inter-channel leakage current was noted during ate and the impedance measurements were within a normal range on all electrodes including the ipg can connection.